Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient on normal saline bag and azithromycin as a piggy back. Infused to rapidly should have taken 2hr happened in 30 mins. No patient injury / no intervention needed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involved in the reported incident as well as the logs (device history) were returned to one of our b. Braun facilities; device and logs were evaluated and reviewed by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not present or confirmed during investigation. Investigation results of logs: delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 3 seconds or 99% of expected accuracy. No azithromycin use found in log. Log review shows last infusion on 12/17/2022 and 11:29pm with infusion start of 125ml/hr and 250ml (dl: vanc1gm; piggyback). With a volume infused to 28.98ml, air bubble alarms occurred at 11:43am, 12:01am and 12:02am, and a upstream pressure alarm occurred at 12:02am for a total volume infused to 29.88ml. No further infusions took place. Perform preventive maintenance service.